Manufacturer narrative:
The customer¿s stated issue of bumex over infusion was not confirmed. An internal and external inspection were performed on the source device. The mechanism assembly was in good condition with no discrepancies noted. There were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. The male and female iui¿s have dried fluid residue on the contact pins. The bezel and rear case have impact damage at various locations. The membrane frame was found with incidental damage; however, it did not affect the performance of the device. Results from a review of the pcu error log shows no malfunctions on the reported event date and time. Results from review of the pcu event log shows the pcu was powered up on (B)(6) 2020 with one pump module attached. Pump module sn: (B)(6) was then added to the system and selected on (B)(6) 2020 at 11:41:56 am. The pump module was programmed to infuse a primary infusion of drug ID 32 (0.9% normal saline) with a rate of 20 ml/h and a vtbi of 250 ml. Then a basic secondary was programmed with a rate of 4 ml/h and a vtbi of 100 ml. The vtbi on the secondary was changed on (B)(6) 2020 at 10:46:31 am to 65 ml. The secondary infusion continued till (B)(6) 2020 at 3:16:02 am where the infusion completed, and the primary infusion then started at a rate of 20 ml/h. The infusion was then paused at 3:24:43 am and then selected 11 seconds later where the primary rate was changed to 4 ml/h with a vtbi of 15 ml. Once start was pressed at 3:25:19 am a guardrails prompt with ¿guardrails fluid setup 0.9% normal saline: rate is below guardrails limit of 5 ml/h. Proceed?¿ appeared on the screen and no selection was made by the user. The pump module was then channeled off at 3:25:23 am. Four seconds later the pump module was selected and drug ID 61 (bumetanide) was programmed as a primary infusion at a rate of 4 ml/h with a vtbi of 15 ml. This infusion continued until the pump module was channeled off at 2:15:01 pm. On (B)(6) 2020 at 4:41:50 am an infusion of drug ID 147 (mag sulfate) was programmed on sn: (B)(6) with a rate of rate of 100 ml/h with a vtbi of 100 ml. The infusion completed approximately 1 hour later. Then, seven more infusions took place after the infusion of drug ID 147 (mag sulfate). The pump module (channel a, sn: (B)(6)) infusing potassium cl central was then channeled off at 2:12:32 pm. The pump module (channel b, sn: (B)(6)) also infusing potassium cl central was then channeled off at 2:14:33 pm. The pump module (channel c, sn: (B)(6)) infusing bumetanide was then channeled off at 2:15:01 pm. Functional testing consisting of rate accuracy testing performed on the source pump module found the device operating in specification. The root cause of the customer¿s complaint was not definitively identified in this investigation. Review of the sn: (B)(6) service history record showed the device had a manufacture date of 30sep2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 10sep2020 and indicated that this device has not been previously returned service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that on (B)(6) 2020 at 4:26am, the large volume pump unexpectedly infused the entire bumetanide bag (25mg in 100ml) over 1 hour. According to the customer, the infusion was programmed correctly initially, per the order of 4ml (1mg) per hour, however per nursing report, the pump read 20ml/hr of normal saline a few hours later. The customer noted that at 4:42am, an intermittent infusion was setup for drug ID = 147 to infuse magnesium 1000mg in 100ml, however there was no order or documentation for this patient to receive any additional medications. The customer was unable to determine from logs if there was a programming error, line mix-up, or an unauthorized drug infusion and requested assistance investigating the devices. The patient required monitoring and fluids as treatment to counteract the event, however there was no patient harm.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient admitting diagnosis: neutropenic fever.

Event description:
It was reported that on (B)(6) 2020 at 4:26am, the large volume pump unexpectedly infused the entire bumetanide bag (25mg in 100ml) over 1 hour. According to the customer, the infusion was programmed correctly initially, per the order of 4ml (1mg) per hour, however per nursing report, the pump read 20ml/hr of normal saline a few hours later. The customer noted that at 4:42am, an intermittent infusion was setup for drug ID = 147 to infuse magnesium 1000mg in 100ml, however there was no order or documentation for this patient to receive any additional medications. The customer was unable to determine from logs if there was a programming error, line mix-up, or an unauthorized drug infusion and requested assistance investigating the devices. The patient required monitoring and fluids as treatment to counteract the event, however there was no patient harm.